Event description:
It was reported that during a surgical procedure, the tip of the bur broke. It was also reported that there was no adverse consequences as a result of this event. No further info was provided.

Manufacturer narrative:
The bur subject to this investigation was not returned to the MFR for eval, if the product is received, an eval will be performed and a f/u MDR will be submitted. Mfg records were reviewed, no issues were identified which may have contributed to this event. The root cause is undetermined.